Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -3.5/+1.0/170 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient experienced a refractive surprise. The lens was exchanged for a same model/length lens but different sphere/cylinder/axis and the problem was resolved.